Manufacturer narrative:
(B)(6). Mfg site name - (B)(4) medical. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was implanted during a pelvic floor repair procedure with uphold lite including apical suspension and cystocele repair procedure on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the patient experienced abdominal pain and urge incontinence on (B)(6) 2016. There was no treatment given for either event. On (B)(6) 2016, the patient experienced vaginal discharge and the mesh was trimmed and the event resolved on (B)(6) 2016. On the same date, (B)(6) 2016, the patient was diagnosed with a urinary tract infection and was treated with keflex. This event resolved on (B)(6) 2016.

Manufacturer narrative:
Block a1: patient ID: (B)(6). Blocks f10 and h6: patient codes 1994, 2120, and 2123 capture the reportable events of abdominal pain, recurrent urinary tract infection, and atypical vaginal discharge. Block g3: study name: u8090 uphold lite. Block h10: the complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks b5, b7 and f10/h6 patient codes updated.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was implanted during a pelvic floor repair procedure with uphold lite including apical suspension and cystocele repair procedure on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the patient experienced abdominal pain. She was treated with tylenol and magnesium citrate and the event resolved on (B)(6) 2016. The investigator assessed the event as mild in severity, not pelvic floor related, possibly related to the procedure, not related to the mesh, and not related to the delivery device. On (B)(6) 2016, the patient experienced atypical vaginal discharge. The mesh was trimmed and the event resolved on (B)(6) 2016. The investigator assessed the event as moderate in severity, pelvic floor related, probably related to the procedure, probably related to the mesh, and not related to the delivery device. On (B)(6) 2016, the patient experienced a recurrent urinary tract infection. She was treated with keflex and the event resolved on (B)(6) 2017. The investigator assessed the event as mild in severity, not pelvic floor related, possibly related to the procedure, not related to the mesh, and not related to the delivery device.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was implanted during a pelvic floor repair procedure with uphold lite including apical suspension and cystocele repair procedure on (B)(6) 2016. According to the complainant, on october 25, 2016, the patient experienced abdominal pain and urge incontinence on (B)(6) 2016. There was no treatment given for either event. On (B)(6) 2016, the patient experienced vaginal discharge and the mesh was trimmed and the event resolved on (B)(6) 2016. On the same date, (B)(6) 2016, the patient was diagnosed with a urinary tract infection and was treated with keflex. This event resolved on (B)(6) 2016. Additional information received on november 16, 2017. On (B)(6) 2016, the patient experienced a recurrent urinary tract infection. The event resolved on (B)(6) 2017.